Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they found fluid under the lcd display. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.